Event description:
It was reported that bd bd maxzero extension set was leaking the following information was received by the initial reporter with the following verbatim: "we've had two microbore tubing failures in past week and it has become a patient safety issue. The hub has cracked during two tiva cases this week, leading to medication leaking to the ground rather than delivery to the patient. These events led to hemodynamic instability, surgery stoppage for troubleshooting, and a possible increase in patient awareness. Have these issues been reported before? I have attached two images from the case today (one of the crack at the hub; another of the packaging). I have attached one video demonstrating fluid leaking from the crack. It is unlikely to be user error as both leakages happened hours after we started the case."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the male luer cracked causing a leak. One photo and video was taken by the customer which verifies the customer complaint. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5313 lot number 24019046 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.